Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to deliver therapy on battery power. There was no adverse patient impact.